Event description:
It was reported that, after a thr surgery was performed on (B)(6) 2019, the patient experienced a dislocation due to loosening of the implant. A revision surgery was performed on (B)(6) 2022 were an oxinium fem hd 12/14 32mm +4 and a r3 20 deg xlpe acet lnr 32mm x 50mm were explanted. The current health status of the patient is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per case communication it was reported, ¿the surgeon does not blame implant.¿ as of the date of this medical investigation, the requested clinical documentation (including the operative report) has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported implant loosening, dislocation and revision/explantation cannot be determined. The patient¿s current health status remains unknown. Therefore, no further clinical/medical assessment can be rendered. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed that loosening has been identified in warnings and precautions, that may result from muscle looseness and/or malpositioning of components. It also states that periodic x-rays, prescribed by the physician, are recommended for comparison to immediate postoperative conditions to detect long-term evidence of loosening. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, size selected, inadequate integration between the cement and bone/implant, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.